Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage was observed from the tubing and connector during priming.

Manufacturer narrative:
H3: one unit was received for evaluation in used condition. As received no damage or anomalies were observed. Functional testing was performed a leak was observed at the tube luer junction. A solvent channel was observed on the tube. The complaint of leakage can be confirmed. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Root cause analysis is being addressed under a formal internal investigation.